Event description:
It was reported that the patient presented to the emergency department for low flow alarms and intermittent hypotension due to worsening right sided heart failure, not dizzy. Patient had a computed tomographic angiography (cta) to look for any extrinsic outflow graft obstruction (eogo), kink or malposition tissue, and a computed tomography (CT) scan. The patient had a map 68 with chronic right ventricular dysfunction and bilateral lower extremity edema. The patient's right heart failure was mild prior to the left ventricular assist device (lvad) implant and did not require a temporary pump post lvad. There were no device related issues that could have contributed or caused the right heart failure. The log files were submitted for review. The event log captured low flows on (B)(6) 2026 from 1211 and 1214 but were not sustained long enough to trigger audible alarms. The updated log files captured no low flow events and did not reflect on what would be typically seen when an obstruction is present in the ventricular assist device circuit. The patient was started on long term dobutamine drip which resolved the low flow alarms. It was later reported that the CT revealed that the patient had at least 2 pseudoaneurysms and a suspect occluded graft with no evidence of a patent lima.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department for low flow alarms and intermittent hypotension due to worsening right sided heart failure; not dizzy. Patient had a computed tomographic angiography (cta) to look for any extrinsic outflow graft obstruction (eogo), kink or malposition tissue, and a computed tomography (CT) scan. The patient had a map 68 with chronic right ventricular dysfunction and bilateral lower extremity edema. The patient's right heart failure was mild prior to the left ventricular assist device (lvad) implant and did not require a temporary pump post lvad. There were no device related issues that could have contributed or caused the right heart failure. The log files were submitted for review. The event log captured low flows on 03feb2026 from 1211 and 1214 but were not sustained long enough to trigger audible alarms. The updated log files captured no low flow events and did not reflect on what would be typically seen when an obstruction is present in the ventricular assist device circuit. The patient was started on long term dobutamine drip which resolved the low flow alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined, stated they were due to worsening right sided heart failure. The controller event log files collectively contained events from (B)(6) 2026 and (B)(6) 2026. Of note, numerous pi events were captured throughout the file, which would have overwritten older events, per design. Additionally, the controller periodic log files collectively contained data from (B)(6) 2026 through (B)(6) 2026. Low flow hazard alarms were captured on (B)(6) 2026, (B)(6) 2026. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure, venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.